Event description:
Healthcare professional reported left side "rupture" of a saline device diagnosed via mammogram and later reported "breast pain" and "deformity". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on anterior side assessed as fold flaw opening. Pain: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. As per the investigation procedure, particles, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline device (deflation).

Event description:
Healthcare professional reported left side "rupture" of a saline device diagnosed via mammogram and later reported "breast pain" and "deformity". The device has been explanted and replaced.